Event description:
The pt has not used his scs system in 2 years. It was reported the charger can no longer locate the ipg. A new charger was sent to the pt to help resolve the issue. Attempts to gather add'l info were unsuccessful. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.